Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a home choice (hc) device during initial drain. The technical service representative (tsr) had the care giver (cg) check the patient line connection and also check for leaks. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. The tsr advised the cg to start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.